Event description:
It was reported that, during intubation of a patient, the anesthesia workstation had generated alarms for high pressure and the patient could not be ventilated. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation is complete and consisted of a device logs eval. No parts were exchanged in the system since there were no malfunctions. The device worked as per its design. The experienced issue related to high pressure was a consequence of the ventilation parameter settings that the operator had chosen at the time of the event. The operator had set an inspiration to expiration ratio of 1:8.3 and a respiration rate of 11 b/min in a pressure regulated volume control ventilation mode. Those settings resulted in an inspiration time of 0.5 s. This caused the system to increase the flow so that the pressure regulation limitation was activated. The system sets this limit to 5 cmh20 below the set high pressure limit alarm level. When the pressure regulation limit is reached the inspiration is interrupted as per design. The system automatically warns the operator when the set parameters caused the resulting inspiration time to go below 0.6 s.